Event description:
It was reported that a total of eight proglide devices were used during the abdominal aortic aneurysm procedure (aaa). Three proglide devices were successfully placed in the groin (not specified if left or right) using the preclose technique. In the other groin (not specified if left or right), the physician attempted suture placement in a mildly calcified common femoral artery using the preclose technique; however, a cuff miss occurred with both proglide devices. Another three proglide devices were successfully placed in the groin. The arteriotomy was 7fr. The puncture was performed under ultrasound. The sheaths were upsized to a 20fr and 22fr sheaths. The aaa procedure was successfully completed and hemostasis was achieved in both groins with the pre-placed proglide sutures. There were no reported adverse patient sequelae. All aaa procedures are done under local anesthetic at this hospital. The physician felt that the event occurred due to patient anatomy (calcified artery) or technique. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device is being reported under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was not confirmed; however, device analysis revealed a link break that could have the same result and appearance as the reported needle to cuff miss. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Reportedly, the device was used in a mildly calcified access site. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. The reported anatomical condition may have been a contributing factor in the reported event; however, could not be conclusively determined. Based on the information reviewed, there is no indication of a product deficiency.